Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 05:55:51. During night drain cycle one, the patient's ultrafiltration reading was 1870ml, indicating the home patient (hp) drained 1870ml more than their maximum programmed fill volume of 2500ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause empty detect at previous therapy last drain after minimum drain volume was met. Should additional was false empty detect at initial drain after I-drain alarm volume was met and false relevant information become available, a supplemental report will be submitted.